Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The quality controls (qc) were within range after the customer performed calibration (on 09/27/16). The customer reran patient samples as the qc was high out of range for level 3 on the next day. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the wash station and reagent probe alignments. The cse performed a check on sample probe alignments and found that the tip alignment to cuvette was off. The cse aligned the sample probes and ran two precision test on both qc and patient samples, which passed. The cse ran same precision test on the other instrument to verify results. The customer performed calibration and reran qc, which were within range. The cause of the discordant, falsely depressed tsto results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed testosterone (tsto) results were obtained on patients sample on an advia centaur xp instrument. The discordant results were reported to the physician(s). The sample was repeated on the same instrument and on an alternate instrument (serial number (B)(4)), resulting higher. The customer sent few patient samples to another laboratory. These samples were tested on an alternate advia centaur xp instrument, resulting higher than the initial results but lower than repeat results. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed tsto results.